Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2021, the patient visited the hospital for a device check, and noted a noise on the rv lead. When the patient moved around his left arm, noise was observed. The patient is going to be referred to another hospital, and is planning to replace with s-ICD.